Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a low anterior resection, the device was removed from the cavity with the jaws articulated, after the rectal transection. Both the toggles were pushed, but the device did not respond. The adapter was detached, the battery back was replaced with a new battery pack, and the adapter was then attached again. The jaws then moved back to the straight position. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. It is unknown if reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one endo gia adapter standard which had been opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. During testing, this condition could not be replicated and, therefore, the reported condition was not confirmed. A review of the device history record indicates the device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A secondary condition, wholly unrelated to the condition reported by the customer, was noted during the investigation. The investigation isolated this secondary condition to the size of the load ring chamfer being too small. A product enhancement has been initiated to prevent this secondary condition from recurring.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Testing revealed that when no reload is attached, the chamfer on the inner diameter of the load ring rests against the leaf spring, creating a pre-load condition. Under certain assembly/tolerance conditions, this pre-load on the leaf spring can cause it to activate the sulu detect switch when a reload is not attached. No other visual or functional abnormalities were noted once the load ring was replaced. However, the reported condition was not confirmed. A secondary condition not related to the reported condition was noted. The investigation isolated the phantom reload failure to the size of the load ring chamfer being too small. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.